Manufacturer narrative:
No download of the pod's data was able to be performed due to low batteries and corrosion on the pcb. The batteries were replaced and the download was still unsuccessful. Due to the data not being available, it could not be conclusively determined if there were drive issues during use.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported that he was admitted to the hospital through the emergency room for a high blood glucose event and was hospitalized for a little over 24 hours. He was diagnosed with diabetic ketoacidosis. Treatment included a saline drip, insulin drip, blood draws every hour and finger sticks every couple of hours. His basal setting was also increased. The patient's blood glucose history is as follows: time: bg(mg/dl): 10:39pm, 248. 04:22am, 337. 05:35am, 316. 07:20am, 384. 09:02am, pod alarm. 09:04am, 424. The patient reported that the pod did not alarm and, when he was then admitted to the hospital, he had been trying to administer bolus doses through the pod. He stated that he felt like the pod "burst" internally because the reservoir appeared to be compromised, causing insulin to leak in the pod's shell. The pod was worn on the leg for between 4 and 24 hours.